Manufacturer narrative:
Additional information provided: date of event & medical products & therapy dates. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported fluid was dripping onto the devices.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported fluid was dripping onto the devices.